Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed to implant a transcorporal artificial urinary sphincter (aus). The patient had a good outcome without any complications or issues. No performance issues with the explanted ipp.